Event description:
Three falsely depressed creatinine results and one falsely depressed carbon dioxide result were obtained on four patient sample using an advia 1800 analyzer. The initial results were reported to the physician(s). The same samples for sample ids (B)(6), (B)(6), and (B)(6), were repeated on an alternate advia 1800. The same sample for sample ID (B)(6) was repeated on the same instrument. The repeat results were reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
An outside of united states (ous) customer reported that three falsely depressed creatinine results and one falsely depressed carbon dioxide result were obtained on four patient sample using an advia 1800 analyzer. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The issue originated when the cse initially identified a dilution tray wash unit (dwud) overflow and leak. The cse worked remotely with the customer to perform dwud maintenance but during the procedure, the customer hit the dwud to the dilution turn table tray (dtt) causing misalignment. The cse removed the dwud assembly and performed a dwud alignment to dtt position, returning the system to normal operation. Performing alignment is considered normal troubleshooting and/or maintenance for issues of this nature. System was fully operational upon departure. No further evaluation of the device is required.